Event description:
During follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention was performed but reprogramming is anticipated to be performed. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.